Manufacturer narrative:
The received device was undeployed. However data showed that only the first prime was finished. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod. During inspection no problem was found which could have prevented the pod to deploy. The device was found to function properly.

Event description:
It was reported the needle an cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.